Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was unknown. Troubleshooting was performed. Customer stated that the reservoir did not lock into place. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. (B)(4).